Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the jaws of a vessel sealer extend instrument would not open once the tissue was grasped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue was adhered to the instrument during a mesentery of the right colon. No bio debris build up prior to the interaction where sticking was observed. Tissue was stuck inside the jaws. No tissue was excised due to the event. No bleeding. Patients health was not affected in this occurrence. Surgeon did not have any concern about this event causing any long-term complications with the patient. Patient did not experience any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.